Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a low glucose event after entering two meal announcements for breakfast while the mobile app was disconnected, and support clarified that app disconnection does not affect insulin dosing; the user used the device history to confirm meal announcements going forward and received education on reconnecting the app and proper use, with the issue associated with user interface interaction and an incorrect procedure. Symptoms included hypoglycemia to 63 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to duplicate meal announcements, categorized as an improper or incorrect method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user treated the low with food. No further clinical intervention or hospitalization occurred.